Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported to isi technical service engineer (tse) that the universal surgical manipulator (usm) 2 instrument drifted while instrument was being exchanged on usm 4. The system logs show left master tool manipulator (mtm) drift message, indicating surgeon may have released the master in following mode. The representative stated that the surgeon's head was not in the viewer when the issue occurred. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter was not sure if surgeon's head was in the surgeon console's high resolution stereo viewer, but it has not happened since. It was happening during an instrument exchange of a different arm. The failure was not related to an inability to move the instrument at all. The customer was unsure of the scaling. There was no movement intended, and it was just wandering from screen right to screen left. The timing of instrument was not movement appropriate and there was no shakiness or friction observed. There was no instrument-to-instrument or system arm-to-arm interference and there were no external collisions. The issue happened twice. The reporter was not sure of the drape lot number. The drape is not available for return. A reset was done, and a new case started, and it has not done it since. No patient injury or harm. The device was not inspected prior to use. About 20 minutes after the start of the procedure when the issue occurred. The reporter stated images and/or video recording of the procedure are available, but none were sent.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. All universal surgical manipulators were within specification. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is due to the surgeon's hand not touching the master tool manipulator (mtm) while in following. The intuitive surgical, inc. (Isi) field service engineer (fse) found no functional issues with the system during the site visit.

Event description:
Refer to h11 for follow-up information.